Event description:
On (B)(6) 2012, the patient contacted animas and reported that the up arrow and down arrow keypad buttons were intermittently unresponsive and felt flat. The patient denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump under clothing and cleaned the pump with alcohol. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):the previously reported results of investigation indicated that all of the keypad buttons were intermittently unresponsive. The correct results are the up and down arrows and contrast keypad buttons were intermittently unresponsive; the ok button responded appropriately.

Manufacturer narrative:
Follow-up # 1 date of submission 11/01/2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, all of the keypad buttons were found to be intermittently unresponsive and required multiple button presses to elicit a response. There was evidence of contamination found under all key contacts.